Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead showed unstable shock lead impedances with high, out of range values and within range values on the same day. The rv lead and the ICD have been explanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead showed unstable shock lead impedances with high, out of range values and within range values on the same day. The ICD and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.